Event description:
Pt reporting both her pumps are beeping non stop. One last night and one today. There was an error message on the screen, but pt does not recall what it said. Pt removed batteries and it stopped beeping. Pt stated it happened yesterday to the back up pump and then it was fine after throughout the night. Replaced pumps today, when changing her cassette and same thing happened to the current pump. However, after replacing batteries the pump went back to normal and is running on her right now with no issues. Pt states nothing wrong with tubing as she double checked that. Pt states she did not experience any side effects while pumps were malfunctioning. New pumps will be shipped out to pt to replace malfunctioning pumps and the malfunctioning pumps will be returned. Dose or amount: 40 ng/kg/min. Frequency: continuous infusion. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.